Event description:
It was reported to philips that the display turned off suddenly and the screen was entirely black. The device was in clinical use at the time of the the reported event. No harm was reported to philips. A philips field service engineer (fse) inspected the system onsite, tested the graphics card,, and the failure could not be reproduced. The device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the display turned off suddenly and the screen was entirely black. Review of the system log file did not show any malfunctions related to the reported issue. Upon troubleshooting, the fse found that the cause of the issue was due to overheating of the graphics card. To resolve the issue, fse cleaned the graphics card fan. After repairs, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.